Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI#: (B)(4). Review of the most recent repair record determined that the comb was bent and a test cut could not be performed. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesh wire basket is fraying and broken. Malfunction was during testing. There was no harm or delay. There was no adverse event reported as a result of this malfunction.